Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The customer's site has two unicel dxi 600 immunoassay systems (serial number (B)(4)). The customer did not supply information on which of the unicel dxi 600 immunoassay systems was in use for this event. The customer did not supply the access accutni+3 reagent lot number, expiration date or date of manufacture the accutni+3 reagent was not returned for evaluation. The cause of the non-reproducible elevated access accutni+3 results cannot be determined with the available information. Beckman coulter (bec) internal patient identifier for this report is cf150217-095 (005) all mdrs associated with this report are: 2122870-2015-00138 2122870-2015-00139 2122870-2015-00140 2122870-2015-00141 2122870-2015-00142 2122870-2015-00143 2122870-2015-00144 2122870-2015-00145 2122870-2015-00146.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on their unicel dxi 600 access immunoassay system (serial number unknown) for a total of thirteen patients occurring across nine days. This report addresses three elevated patient results obtained on (B)(6) 2015. The initial elevated patients' results were above the customer's normal reference range. These elevated results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Per the laboratory's repeat protocol, any result obtained above the normal reference range, is aliquoted, centrifuged and reanalyzed in duplicate. The patients' samples were reanalyzed in duplicate on the same unicel dxi 600 access immunoassay system and recovered within the customer's normal reference range. The reanalyzed results were released from the laboratory. Calibration, system check, and quality control (qc) data was not supplied. The customer did state that qc has been performing within specifications. The samples were collected in lithium heparin plasma tubes. Centrifugation speed, temperature and time were not supplied.